Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the hospitals intensive care unit with a blood glucose level of 410 mg/dl and diabetic ketoacidosis. During hospitalization, the customer was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2022 with issue resolved. Systems check with tandem technical support confirmed pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.